Manufacturer narrative:
A visual inspection of the returned device confirmed the stated failure mode. The tip of the adjustment screw fractured off and was not returned. A piece of one of the cam bumpers was also fractured off and was not returned. The device was manufactured in 2014 and exhibits signs of extensive wear/usage. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that the screw broke while impacting the femoral component. No delay was reported and a backup device was available.